Event description:
It was reported that the customer has been experiencing high blood glucose levels (>200 mg/dl). Customer took correction boluses to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.